Manufacturer narrative:
(B)(6). This report is for an unknown 5.0mm locking screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a (tfn) trochanteric fixation nail was explanted due to patient complaints of right thigh pain. The fracture was healed and the surgeon agreed to remove the nail for the patient. The helical blade, nail, and 5.0 locking screw were removed fully intact. There was no issue with hardware removal. The implants were swabbed to rule out infection. The surgery was completed successfully. There were no reports of infection. This report is for an unknown 5.0mm locking screw. This is report 3 of 3 for (B)(4).